Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal for drainage of the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to deploy. An attempt was made to reposition the stent within the duct and redeploy the distal flange, but it was unable to advance due to the opposite wall position. Reportedly, the stent would not deploy due to angle of puncture in bile duct. A guidewire was then placed through the delivery system to facilitate an exchange for a new stent, and the stent was removed partially deployed. The retrieved stent was ultimately deployed outside the patient, and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal for drainage of the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to deploy. An attempt was made to reposition the stent within the duct and redeploy the distal flange, but it was unable to advance due to the opposite wall position. Reportedly, the stent would not deploy due to angle of puncture in bile duct. A guidewire was then placed through the delivery system to facilitate an exchange for a new stent, and the stent was removed partially deployed. The retrieved stent was ultimately deployed outside the patient, and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Corrected field: h6 (device codes) were corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal for drainage of the bile duct during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the distal flange failed to deploy. An attempt was made to reposition the stent within the duct and redeploy the distal flange, but it was unable to advance due to the opposite wall position. Reportedly, the stent would not deploy due to angle of puncture in bile duct. A guidewire was then placed through the delivery system to facilitate an exchange for a new stent, and the stent was removed partially deployed. The retrieved stent was ultimately deployed outside the patient, and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event.